Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: user error: using too long of an implant.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2020 where three implants were installed on each side. The patient reported left leg radicular pain following the initial procedure. The surgeon determined that the left side superior positioned implant had breached the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the left side superior positioned implant using chisels. He then installed a shorter implant of the same type in the explant void. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.